Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator breath delivery screen was "dark." The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found the status display cable was loose. The se reseated the cable, performed extended self-testing on the device and all tests passed.